Event description:
Pump declared an altitude alarm, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The issue did not require suspension of insulin, and technical support provided tips to prevent future altitude alarms. Customer acknowledged guidance and replaced the cartridge to resolve the issue. Pump resumed normal operation.